Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the water tightness of the camera head was poor and there was an image sensor failure. Based on the results of the investigation, the root cause of the poor water tightness was due to a scratch on cable. A definitive root cause could not be determined for image sensor failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the water tightness of the camera head was poor and there was an image sensor failure. There was no patient involvement.